Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error/syscall error issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs are consistent with complaint and show evidence of failed boot sequences and unexpected restarts, as early as (B)(6) 2022, but only reported after several more occurrences, on (B)(6) 2022. Imc log entries indicate severe and persistent communication failure of powermod_1 component (pbm). The returned console troubleshooting revealed the issue was immediately reproduced, as (B)(6) was unable to complete the boot sequence due to communication failure. Visual inspection of the console's components revealed corrosion on the pbm, caused by an electrolyte leak from supercaps c69, c70. The cause of the aic issue was pbm corrosion due to an electrolyte leak from supercaps c69,c70. This report is being filed as part of a retrospective review of historical records.